Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) threshold has gradually increased from implantation values and at approximately three weeks post implant, it exhibited a pacing failure at high thresholds. The leadless ipg was reprogrammed to inactivate, with no plans to remove the ipg and replaced. No patient complications have been reported as a result of this event.